Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient had reportedly made slower progress than expected. Device testing revealed results within normal limits. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed at the small tubing and fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode revealed damage, at the electrode ground ring and small tubing, was a result of slicing. This is believed to have occurred during revision surgery. However, this analysis did not reveal any anomalies at the electrode feedthru conductive epoxy and some capacitor connections. The device passed the mechanical test performed. The complaint of an electrode having low impedance and being shorted was confirmed during the analysis of this device, which is believed to be due to a short circuit inside the digital analog chip. However, the reported complaint of poor performance could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed all testing not related to an electrode. This is the first observed occurrence of this issue, advanced bionics will continue to monitor for failures of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.